Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2026 with stroke-like symptoms. A computed tomography showed large embolic left hemiparesis/right gaze preference and altered mental status. Computed tomography angiography (cta) with right m2 occlusion. The patient was taken to the operating room to attempt thrombectomy. Log files were sent for review and there were no unusual events recorded.